Event description:
During a surgical procedure 2 of 3 devices failed. The first device (lot 428982ce) did not function at all failed out of the package. The second device (lot 478299ge) did initially activate but stopped functioning shortly after. A third device was opened (lot unk and will not be returned). This device did not malfunction the surgeon decided to convert to an open procedure shortly after opening the 3rd device.

Manufacturer narrative:
The device was returned with evidence that it had been used, the jaws have dried coagulate on them, the electrode insulation is cracked, the jaws open and close as designed, the generator displayed the proper default settings (vp3-35) when the device was connected to it, the device activated and coagulated at times, observed intermittent re-grasp errors occurring during testing, device would have become operational again if you slightly release the jaws and re-apply power, at no time was the device found to not be able to activate.